Manufacturer narrative:
The probable root cause cannot be determined based on the information provided and field service engineer's (fse) field evaluation. The fse was unable to replicate the issue while onsite. The fse's service visit did not reveal any issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported an issue with the system. The customer stated the surgeon was unable to clamp the stapler and fire. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and confirmed the issue. Tse recommended reseating the sterile adapter when possible. The customer used a second stapler, but the issue remained. The tse observed the pedal on the console was not being pushed however the staff confirmed the pedal was being pushed. The tse recommended swapping to the other console, caller confirmed the issue resolved when the surgeon swapped consoles. Tse advised to check for any foreign debris around or in the foot tray that could have been impeding the pedal presses. The customer was to check when possible, at the foot tray. Customer continued with case and call ended. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the reported complaint. The fse was able to show the customer that the system was working as it should. The fse fired the monopolar and bipolar instruments, and the vessel sealer extend instrument which tested all the pedals. The fse recommended to keep a close eye on it next time they fire a stapler on it and call the issue back in if it happens to not work again. The system was test and verified as ready for use. No parts were replaced.